Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Consumer e-mailed stating brush head fell apart in mouth, pin holding everything together came away. No injury was reported.